Event description:
Caller reported a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information by technical support, and after being guided through the reset process, the caller successfully started their sensor session without encountering the error again.